Event description:
The event is reported as: the phillips ICU pt monitor showed a flat line when the neptune, attached to a ventilator, was turned on. No pt injury reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation are not available at the time of this report.